Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is a report of a patient who experienced a breach in aseptic technique described as performing pd therapy without proper training. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated with an intraperitoneal (ip) injection of "vencogen", 1gm, (frequencies were not reported). The cause of the peritonitis was the attendant doing continuous ambulatory peritoneal dialysis (capd) without proper training from a baxter clinical coordinator. Outcome of the event was not reported. No additional information is available.